Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. All available information was investigated and a conclusive cause for the reported migration could not be determined in this incident. The reported recurrent mitral regurgitation (mr) is due to migration. However, a conclusive cause for heart failure could not be determined. The reported patient effects of recurrent mr and heart failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical procedure and hospitalization appears to be due to case specific circumstances as patient remained hospitalized and underwent mitral valve replacement surgery. There is no indication of a product issue with respect to manufacture, design or labeling. Correction to implant date.

Manufacturer narrative:
(UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled, surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report partial clip movement, medical intervention, atrial perforation, recurrent mitral regurgitation, and prolonged hospitalization. It was reported through a research article that this was a mitraclip procedure to treat mitral regurgitation (mr). On an unknown date, two clips were deployed, reducing mr. However, two days later, it was noted that an atrial perforation was observed which indicates the steerable guide catheter may have caused after removal during the initial procedure. Then it was observed that one clip partially moved on the leaflet. The other clip remain stable on both leaflets. The mr increased to grade 3. The patient remained hospitalized and underwent mitral valve replacement surgery. The atrial perforation was closed with an unspecified closure device. Then on (B)(6) 2017, the patient was readmitted due to heart failure. Details are listed in the article, titled "surgical revision after percutaneous mitral valve repair by edge-to-edge device in high-risk patients." No additional information was provided.